Event description:
Per (B)(6), family called her and said the lift stopped working as the patient was in it and they were putting her to bed. Luckily, patient was over the bed and was not injured when it stopped. According to her, patient's spouse thinks issue has something to do with the hydraulics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).